Event description:
It was reported that an infection of unknown source had occurred. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri, implantable pacing lead, (B)(6) 2011; rvdr01, implantable pulse generator (ipg), (B)(6) 2011. (B)(4).